Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an anterior cruciate ligament reconstruction surgery on (B)(6) 2022, it was observed that the healix peek 3.4mm device was broken off. All the broken parts were removed. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary =the complaint device was not returned; and therefore, unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the anchor was broken near the proximal part and indicated that the external geometry of the screw was damage from the threads. Therefore, this complaint could be confirmed. Manufacturing record evaluation was not required as the reported event was not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. The photo did not provide enough evidence to determine the root cause. Hands on analysis would provide the evidence necessary to confirm the root cause. The possible root cause could be related when the tapping was off angle or excessive force was used while tapping causing the screw to break. For the stripped part: this could be attributed when the screwdriver was not seated properly in the screw head and while attempting the insertion caused the screw treads and or screw head to become stripped / unable to advance. As per IFU, do not apply a bending force to the inserter. This can damage the anchor or inserter tip. Apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.